Event description:
Healthcare professional reported right side rupture and a capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and a capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on the posterior side assessed, as surgical damage and missing in the anterior. Posterior and radius side assessed, as inconclusive. Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Additional observations: crease fold observed, on the device.

Event description:
Healthcare professional reported, right side rupture. And a capsular contracture, baker grade IV. Device has been explanted.